Event description:
This case was initially received via regulatory authority ansm (reference number: r1719420) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pains") and bipolar I disorder ("maniac-depression") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), bipolar I disorder (seriousness criterion medically significant), headache ("headaches"), arthralgia ("joint pains"), myalgia ("muscular pains"), alopecia ("loss of hairs"), fatigue ("chronic fatigue"), pain in extremity ("leg pains to not manage to sleep") and fibromyalgia ("fibromyalgia"). Bilateral salpingectomy or hysterectomy is planned for (B)(6) 2018 to remove essure. At the time of the report, the abdominal pain, bipolar I disorder, headache, arthralgia, myalgia, alopecia, fatigue, pain in extremity and fibromyalgia had not resolved. The reporter provided no causality assessment for abdominal pain, alopecia, arthralgia, bipolar I disorder, fatigue, fibromyalgia, headache, myalgia and pain in extremity with essure. The reporter commented: less than one year after the insertion she began to feel joint pains, muscular pains, headaches, abdominal pains, loss of hairs, chronic fatigue, leg pains to not manage to sleep. She was monitored during 3 years at the pain center in hospital, without obtaining relieving, except diagnosis of maniac-depression or fibromyalgia. After heavy treatments, she still suffers. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 05-dec-2017 for the following meddra pt: abdominal pain: n° 1757 (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-dec-2017: case correction following internal review: "intervention required" was marked for event abdominal pains. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.